Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned inside of the outer-sheath. The outer-sheath was stretched. Microscope examination was performed, and it was noted that the device had been prematurely deployed inside the outer-sheath. The clip arms were misaligned while the catheter was unraveled next to the bushing. It is possible that during the attempted removal of the outer-sheath, both activations could have been performed and could have led to all the analyzed failures such as the catheter unraveled, the deployment partial, and the clip arms misalignment. No other problems with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. Based on the evaluation of the returned device, the over sheath was partially removed from the device.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue but could not be released from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue but could not be released from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.